Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: new operator proctored to use manta. Post angiography showed collagen/occlusion in the left common femoral artery (cfa). The physician decided to go contralateral up and over to the occlusion with a 6mm x 40mm balloon. Balloon inflated for about a minute. Post angio after ballooning showed a patent vessel. No further intervention was taken. Additional information on (B)(6) 2022: during tavr procedure, a single micro-puncture access was obtained under ultrasound guidance in the mid femoral head of the left cfa. It was reported that access was in the low bifurcation of the left cfa. The vessel size measured 8mm and had minimal posterior plaque in the vessel. There was no reported tortuosity in the vessel. The manta depth was measured at 6cm +1cm. There were no issues with advancing or withdrawing procedure sheaths during the tavr case. Prior manta deployment, the bp was 130/80mmhg, act was 130, and a total of 15,000 units of heparin was administered intravenously. The manta was deployed at the measured deployment depth. Time to hemostasis was immediate. Patient condition was reported as fine post procedure.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team and indicate presence of arterial damage superior to the manta access site. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr utilizing an 18f procedural sheath, an 18f manta was deployed for closure in the left femoral artery. A mid-femoral head positioned access, low bifurcation, was gained utilizing micropuncture and ultrasound. The arteriotomy was 8.0mm, minimal posterior calcification, with a depth measurement of 6.0cm + 1cm. No issues were encountered advancing or withdrawing of the procedural sheaths. Following deployment, hemostasis was immediate. However, a post angiogram indicated an occlusion in the left femoral artery. The physician advanced a contralateral balloon angioplasty for one minute. Follow up angiogram revealed a patent vessel and flow returned. It is likely the cause of the occlusion is either from collagen dispositioned in the vessel or a dissection occurred during initial access, possibly causing manta to prop the dissection open, blocking flow. An angiogram submitted indicated a dissection superior to the manta access site. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac artery wall, such as dissection, accidental positioning of some or all the collagen plug within the femoral artery, leading to stenosis and other access site complications possibly requiring endovascular intervention.